Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced mobility on tooth #24 due to improper forces and tooth movement. Doctor advised patient to stop treatment immediately.